Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. A wallstent biliary partially covered stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection was performed and no problems were noted with the stent and delivery system. The reported event of stent positioning issue was not confirmed because this happened during the procedure and is not possible to replicate in the laboratory of analysis. In addition, the stent was received fully deployed and expanded. The device met all the manufacturing specifications, passed all control and visual inspections, and no problems were reported during the assembly process. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary partially covered stent was to be implanted in the common bile duct to treat a stenosis secondary to pancreatic neoplasm during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, an attempt to place the stent in the common bile duct was performed; however, when the device was maneuvered, the stent was released before reaching the target location. The stent was removed using snare and another wallstent biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallstent biliary partially covered stent was to be implanted in the common bile duct to treat a stenosis secondary to pancreatic neoplasm during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on october 19, 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, an attempt to place the stent in the common bile duct was performed; however, when the device was maneuvered, the stent was released before reaching the target location. The stent was removed using snare and another wallstent biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.